Event description:
It was reported that a user announced a larger-than-actual meal, after which blood glucose decreased to 72 mg/dl and the user self-treated with a quarter cup of orange juice; the ilet reportedly reduced and then suspended insulin delivery in response to the low trend. Symptoms included hypoglycemia characterized by low blood glucose. Outcomes included self-management with oral carbohydrates and recovery of blood glucose to 107 mg/dl without emergency care or hospitalization. Investigation included customer interview and review of device use and performance as described by the user. Investigation of this case revealed that the device responded as designed by decreasing and suspending insulin during a low trend, and user action to ingest carbohydrates was effective. It was concluded that the event was consistent with hypoglycemia likely related to an overestimated meal announcement rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.